Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The customer reported tcmid:07 (coolant temp high) error message was confirmed during the event log review but not during the functional testing. The root cause for the reported complaint was a defective lm-34 temperature probe. Further functional testing could not be performed as the thermogard console failed to detect or recognize opened pump lid, unrelated to the reported complaint. The console was returned to zoll and upon evaluation, the root cause for the console failed to detect or recognize opened pump lid was determined to be a defective hall sensor in the pump raceway, unrelated to the reported complaint. There were traces of saline observed in the pump raceway that could have contributed to the malfunction of the hall sensor board. The roller pump raceway assembly was replaced to remedy the issue. The event log was reviewed and confirmed the occurrence of the tcmid:07 error. In addition, the event log showed a presence of tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages around the customer's reported event date as a result of defective lm-34 temperature sensor. The lm-34 temperature sensor was replaced to address the faults. Visual inspection was performed and unrelated to the reported complaint noted a display pivot is missing pin lock, the saline was spilled inside pump raceway, the pump lid is cracked and coldwell cap gasket is degraded. The probable cause could be due to the normal wear and tear or could be due to mishandling. The missing and damaged parts were replaced to address the observed issues. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with a serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a tcmid:07 (coolant temp high) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.